Manufacturer narrative:
E1: facility name (B)(6). H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported only 95cc of volume had been actually given and the pump did not infuse everything. Per reporter, the pump did not alarm, and the pump was connected to a patient when the error/event occurred. Continuous infusion rate: 25cc/hour. Total reservoir volume: 566cc. Given: approximately 95cc. Length of infusion: 22hours. A closed system transfer device was not used to fill cassette. The pump was used to prime the extension tubing. This event occurred at the patient's home. No patient harm/adverse event reported.